Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient's mother did not report injury or medical intervention. It was reported that calibration was not performed correctly. The dexcom g4® platinum continuous glucose monitoring system user's guide states: --do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. The receiver data log was reviewed on 01/04/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.